Manufacturer narrative:
Stryker discovered the issue during preventative maintenance. The main keypad was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the issue was a faulty main keypad.

Event description:
During routine preventative maintenance testing by stryker, the device's main keypad was difficult to operate. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.